Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
The patient reported that the desktop charger (dtc) connector pin is bent as of about a week prior to date notified. It was stated that the implantable neurostimulator recharger (insr) battery also shows empty on the screen, and that the insr shows charge sufficient with the implant on at the time of the call. Furthermore, when they press the green button it goes to another screen and then back to the charge sufficient screen. The patient's symptoms have also been coming back since (B)(6) 2017, which they have noticed a little bit every day so they have been recharging every day. Once they recharge they are "fine." No further complications are anticipated. A replacement dtc was sent to the patient. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported that the replacement dtc quickly resolved the patient's return of symptoms. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.